Event description:
The customer reported that during a procedure, the system locked up and displayed an error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the image processing computer circuit boards. System operates as intended.